Manufacturer narrative:
Product ID 3888-33, lot# v483090, implanted: 2010 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2010 (B)(6); product type lead product ID 3888-45, lot# v508213, implanted: 2010 (B)(6); product type lead product ID 37743, serial# (B)(4); product type programmer, patient product ID 3708220, serial# (B)(4), implanted: 2010 (B)(6); product type extension product ID 37752, serial# (B)(4); product type recharger product ID 3888-45, lot# v508213, implanted: 2010 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2010 (B)(6); product type lead product ID 3888-33, lot# v483090, implanted: 2010 (B)(6); product type lead. (B)(4).

Event description:
It was reported that there was high impedance of >10,000 ohms on electrode 3. The patient had a shocking and jolting sensation and stimulation in the wrong location. Impedance testing was done and a reprogramming was performed. The patient also had a loss of stimulation and therapeutic effect. The patient had pain and less than 50% therapy relief at the lead location. Following an injection the patient had pain shooting down their side and uncomfortable stimulation. It was further reported that the cause of the event was not determined. Reprogramming was performed on (B)(6). They were able to avoid any painful sensations and regain coverage after the reprogramming. At the time of the report the patient had regained coverage and was not feeling any painful sensations. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.